Event description:
It was reported that balloon detachment occurred requiring additional intervention. The target lesion was located in the tortuous artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. During the procedure, the balloon failed to pass the second lesion. It was noted that the balloon became stuck with the previously implanted stent and a piece tore off the end when trying to remove the balloon. Most of the balloon and wire were removed by pulling them out and the remaining piece of balloon was removed with a snare. There were no patient complications reported.

Event description:
It was reported that balloon detachment occurred requiring additional intervention. The target lesion was located in the tortuous artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. During the procedure, the balloon failed to pass the second lesion. It was noted that the balloon became stuck with the previously implanted stent and a piece tore off the end when trying to remove the balloon. Most of the balloon and wire were removed by pulling them out and the remaining piece of balloon was removed with a snare. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and shaft of the device. There was blood in the hub, inflation lumen, and balloon. At 118cm from the strain relief, the shaft (inflation lumen) was separated and is the total length of the returned proximal end of the device. The proximal end of the device return consisted of the hypotube, manifold, and a portion of the inflation lumen. The distal segment returned with a total length of 2cm, which included the tip, guidewire lumen, the distal markerband, and a portion of the balloon and guidewire lumen. There was severe tip damage to the device. Product analysis confirmed the reported events as there was a shaft separation, severe tip damage, hypotube and shaft kinks, and an incomplete device return.